Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The file was evaluated and it was determined that the handle experienced a temperature in excess of 65c. Visual inspection also noted that parts of the device were melted and discolored. It was reported that the power pack cannot hold a charge. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. Without a significant current flow into or out of the battery it will not generate sufficient heat to cause the temperature to rise to 65c in such a short period of time. The power handle carries an ipx3 rating according to which only provides protection from spraying water. The evaluation detected an unreported condition: the battery of the handle was vented. The most likely cause for the additional condition was traced to component failure. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: wipe down all exposed surfaces with a slightly water dampened lint-free cloth to completely remove any gross debris from the device. If additional cleaning is required, use a hydrogen peroxide based wipe. Ensure the power handle is completely dry prior to inserting it into a sterile power shell or charger.if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during maintenance, it was found that the handle will not turn on. There was no patient involvement.